Event description:
It was reported to target that during a procedure, when the physician finished the embolization of the second pedicule of the ateriovenous malformation, physician noticed a reflux. Upon withdrawal of the microcatheter there was a fissure on its distal junction. There were no injuries or complications for the pt as a result of this event.